Manufacturer narrative:
The drill guide depth gage was checked with the drill laser marking to verify proper drilling depth could be achieved. Both drill guide and drill functioned properly. Additional mdrs associated with this event: 3025141-2019-00332: plate. 3025141-2019-00333: targeting guide. 3025141-2019-00335: drill. 3025141-2019-00336: screw 1. 3025141-2019-00337: screw 2. 3025141-2019-00338: locking bolt. 3025141-2019-00339: screw 3.

Event description:
An aculoc 2 vdr was being implanted. While inserting the screws, the surgeon had difficulty inserting two screws. The screw stripped and could not be fully inserted. There was a 10-15 minute delay in surgery.